Event description:
Dr used the electrode on an arthritic ankle for some time. The back of the tip was rubbing on the superior talus. The ceramic portion of the electrode cracked diagonally to the distal tip. Sales rep stopped him immediately & dr retrieved the ceramic piece.